Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. There are missing parts on the lock of the device. The d-tent, spring that holds the pin in place and the pin are missing, confirming this complaint. At this point, a root cause cannot be determined for the reported failure. But it is a possibility that the parts were misplaced during cleaning where the device has to be taken apart. Moreover, the device appears to have been heavily used as the inflow and outflow valves are corroded. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable.

Event description:
It was reported by the hospital that during an unspecified surgical procedure, it was observed that their linvatec high flow sheath was broken. The biomed did not have further information but confirmed that there was no patient consequences. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.